Event description:
Related manufacturer report number: 2017865-2022-06579. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on both the atrial and right ventricular (rv) leads. The physician elected to explant and replace the atrial and rv lead. It was also noted that the atrial and rv leads were fractured by clavicle crush. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: h6 - update investigation conclusions code to cause not established

Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions codes have been updated for non-device return.